Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s stimulator was no longer helpful in managing chronic pain and the patient refused reprogramming and requested an explant. No external factors were reported to have contributed to the issue. It was reported that reprogramming was offered on (B)(6) 2018, but the patient declined. The issue was resolved. The system was explanted on (B)(6) 2018. It was reported that the customer was notified that the product should be returned, but the devices will not be returned for analysis as the customer discarded them. It was indicated the system would not be replaced in the future. No further complications were reported/anticipated.